Event description:
A balloon ruptured on the first inflation during a percutaneous transluminal angioplasty of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without complication. This device has not been returned for eval. Therefore, no failure analysis will be available. Balloon rupture or balloon leakeage is an anticipate event of percutaneous angioplasty which has been associated with overpressurizaiton or use in a calcified lesion. Follow up revealed this balloon was inflated to its rated burst pressure. It was also indicated the lesion was calcified. Therefore, co does not attribute this event to the device. However, without evaluating the product, co cannot determine the exact cause of this event. Co's directions for use state: "do not exceed the normal pressure printed on the product label. Never manipulate the catheter with the balloon inflated. The integrity of all balloon catheters may be compromised by shape objects or surfaces. Not recommended for use in calcified lesions."